Event description:
Adverse effect of silicone breast implant. In 1981 pt had left side implanted due to breast asymmetry. Pt's symptoms started in 1991 with fatigue and joint pain, "history" of cervical dysplasia, and lump in right breast. In 1993 she had acute thyroiditis resulting in hypothyroidism, requiring replacement therapy. She has other complaints of sleep disturbance, mucosal ulcers, and continued chronic fatigue, muscle/joint pain, and hardning of left breast.